Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient implantable cardioverter defibrillator (ICD) had delivered inappropriate atp therapy for a supraventricular tachycardia (svt) episode. It was discussed that the morphology r-waves dropped below 90% and the switch from supraventricular tachycardia (svt) to ventricular tachycardia (vt) caused inappropriate atp therapy. Programming changes were made. The patient was in stable condition.